Event description:
It was reported that during the procedure the tip of the driver broke. The tip was retrieved and the case was completed using an alternate driver. There were no reported patient impacts.

Manufacturer narrative:
The returned driver was evaluated. The tip was confirmed to have fractured off. The cause is attributed to device failure resulting from either off-axis forces applied during use, or higher torque applied during usage beyond the device's capabilities, or a combination of the two. An incremental design enhancement was made after the manufacture of this lot to reduce the occurrence of this failure mode. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the tip of the driver broke. The tip was retrieved and the case was completed using an alternate driver. There were no reported patient impacts.